Manufacturer narrative:
A sample device was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the patient did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported through social media, that following a cataract extraction with intraocular lens (iol) implant procedure, she experienced excessive dry eye and was taking medication for it. Punctal plugs were inserted to her tear ducts, but have fallen out. Additional information has been requested.